Event description:
It was reported that the device displayed an error code during a breast biopsy procedure; however, there was no interruption in the procedure and no patient consequence. The device was returned for service and repair.